Event description:
Noticing deterioration of quality of acuvue oasys contact lenses. I have used the same product for over 5 years. Over the past year have had issues with blurry lenses that easily tear and have to be replaced more frequently than every 2 weeks.